Manufacturer narrative:
Per tandem user guide: only use u-100 insulins in your pump. Only u100 humalog and novolog have been tested and found to be compatible for use with the pump. The use of insulin with lower or higher concentration insulin may cause over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Per tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer is using fiasp insulin and reusing insulin. Tandem clinical support informed the customer that fiasp and insulin reuse are off label per the tandem user guide. Customer changed the pump supplies and resumed insulin therapy. There was no reported adverse impact.